Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2016. It was reported that the patient is a child, and that calibrations were entered during periods when no values were present. No additional event or patient information is available. Labeling indicates: the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis. Also: do not calibrate if the glucose reading error symbol shows in the status area. And: do not calibrate if the out of range symbol shows in the status area.